Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4). On (B)(6) 2015, an fse conducted on-site follow-up with the customer. The fse replaced the defective pump plunger, seal and diaphragm. The flow factor was adjusted to the proper retention time. This returned the instrument to normal operation. No further actions are required by field service. The most probable cause of the reported event was due to a defective pump plunger.

Event description:
On (B)(6) 2015, a customer reported 150 grad sensor error on their g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.